Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 of the same event. It was from (B)(6) that during preventative maintenance, before use on patient, it was discovered that three attachment devices did not run. According to the reporter, the devices were oiled. The reporter stated that the devices started to heat up and did not run smoothly during testing, after the devices were oiled. It was reported that a spare identical device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings had seized, jammed and moved heavy and the device was unable to turn and ceased up. It was also observed that the device failed the following pre-tests: check for untrue running, check of free moving and check the tool coupling. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.